Event description:
It was reported the patient had syncope and one week before replacement, the EKG showed intermittent pacemaker spikes. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The implant date has been corrected. The device is part of the advisory for this model. Evaluation summary: (B) (4) no anomalies found.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The implant date has been corrected. The device is part of the advisory for this model. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the patient had syncope and one week before replacement, the EKG showed intermittent pacemaker spikes. The device was explanted and replaced. No further patient complications were reported as a result of this event.